Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the rpm's on the unit were too high and that the calibration was out at the zero reading and various other components were found in need replacement during the repair. The motor, reciprocating arm, eccentric shaft, plug harness, switch, bearing, spring seal, and various other party were replaced, the device was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the device is in need of repair. The customer sent this in for preventative maintenance only. Investigation discovered that there was inconsistent speed with the device; the rpm's on the unit were too high. No adverse event was reported as a result of this malfunction.